Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, "silicone in lymph nodes," and rupture. Manufacturer of the device is unknown. Device has been ex planted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).